Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02035. It was reported that during an implant procedure, the right ventricular (rv) lead exhibited high impedance during lead positioning, and the helix was not extending properly. The lead was removed, and another lead was positioned, the second lead also exhibited high impedance and failure to capture. The lead was removed, and a new lead was implanted successfully. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.